Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The manipulator controller ergo base (mceb) was returned for failure analysis. Ergonomic error 23062 was confirmed but could not be replicated. A review of logs identified error 23062, confirming the fault occurred in the field. In addition to the reported failure, the mceb was returned with the armrest motor module. However, the armrest motor did not arrive at the isi service facility at the same time, which prevented concurrent testing of both components. Visual inspection found no issues related to the reported event. The dv commander program was used to verify hss functionality, and no issues were detected. A digital multimeter (dmm) was then used to measure voltages across the armrest motor, vertical column, lift, in/out, and brake circuits, and to check for shorts in the hss and mosfets (q100 q103). All measurements were within specification. The mceb was installed in a reference (¿golden¿) system and performed as expected. Ten consecutive power cycles were completed, with all ergonomic functions physically verified after each cycle. The mceb then idled in the golden system for 15 hours without incident. Based on these results, failure analysis determined that no root cause could be attributed to the reported events.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the manipulator controller ergo base (mceb) and armrest motor module to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the customer experienced ergonomics errors at startup. The technical support engineer then confirmed that an ergonomics fault code was being generated by the console armrest. The customer next verified there were no physical obstructions to the armrest and attempted multiple hard reboots of the console, but the issue persisted. The customer then decided to swap in a console from another system. There was no report of patient involvement or reported injury.